Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance that the camera head sleeve had detached from the head. There were no reports of patient involvement.